Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer regarding insulin labeling. Customer resumed insulin delivery. There was no reported adverse impact to the customer.